Event description:
Complainant alleged that during biomed testing, the device displayed a "compressor failure - 1001" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation. During the investigation it was noted that the reported problem was verified by the approved business partner medist imaging. The dirty flow screens were replaced to remedy the problem. No emerging trend based on similar reports